Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 25 false positive results on the alinity m resp-4-plex assay. The customer stated that they were concerned about positive results for the flub target.the customer questioned the results due to a high amount of positive results received since (B)(6) 2021. The customer stated that most of these patients were either in-patients getting admitted for something completely unrelated or were vaccinated. There was no report of impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. · the runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. · no abnormal amplification curve was identified for the questioned sids, and the assay is performing as expected with correct interpretations. · the population analysis was performed to evaluate site specific customer data to determine if it meets the package insert claim. The population analysis identified the customer data meets the specifications for alinity m resp-4-plex amp kit (list 09n79-090). · most of the sids are near or below limit of detection (lod). Therefore, the results of the sids may not be reproducible. · one of the reported false positive sids could have been tested on different platform. Different platform has different limit of detection (lod) when it compares to alinity m instrument. Therefore, the result of this sid may not be reproducible. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582, 520695, 514503, 522687 & 524960 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lots 519582, 520695, 514503, 522687 & 524960 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lots 519582, 520695, 514503, 522687 & 524960. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 519582, 520695, 514503, 522687 & 524960. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582, 520695, 514503, 522687 & 524960 were not identified.